Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument clips were not working as intended. The procedure was completed with no reported injury.